Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused heart attack. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Section b5 has been corrected and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to strange odor, not functioning, pressure is off and fluctuating, throat irritation, nasal irritation, sinus issues, and heart attack. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and observed an odor during the confirmation of airflow that was consistent with foam degradation. An unknown dust contaminant was observed on the front panel, rear panel, bottom enclosure, blower, blower seal, and blower box. Keratin-like contamination was observed around the blower output seal. Pil is unable to directly address the symptoms or complaints of pressure fluctuating due to the foam degradation, and it is possible that this is the cause of the pressure issue. The device's event logs were downloaded and reviewed by manufactuer. The manufacturer found 1 error. The manufacturer powered up the device and confirmed airflow. The manufacturer concludes that able to confirm the presence of degraded sound abatement foam residue in the blower box. Section h6 were updated in this report.